Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilting, caval thrombosis, thrombosis/embolism, filter is embedded and unable to be retrieved. The patient reported becoming aware of filter tilt, embedded, blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and as a result of the clotting, unable to retrieve the device approximately seven weeks post implant. The patient also reported leg pain and anxiety related to the filter and that a computed tomography (CT) scan indicated that the filter was tilted. According to the medical records the indication for the filter was a bridge while the patient with a history of left popliteal deep vein thrombosis (dvt) and presentation with anemia was worked up for the source of bleeding, as anticoagulation was contraindicated. Workup showed splenic infarction and an esophago-gastrointestinal duodenoscopy showed no source of bleeding. The filter was placed and deployed successfully below the insertion of the renal vein and above the ivc bifurcation. Approximately one month and twenty-five days post implant the patient presented for removal of the filter. Access was gained via the right common femoral vein and the filter was snared with e-snare; however, it was noted that the patient felt it and a venography showed a clotted filter at its cone to the lateral wall. The surgeon decided not to retrieve the filter since part of the problem was endothelialization of the filter. The recommendation was to continue anticoagulation if tolerated and to undergo a CT scan in thirty days to ensure resolution of the clot in order to make another retrieval attempt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, clotting, and/or occlusion within the device, ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient comorbidities, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Without imaging available for review the filter tilt could not be confirmed. Due to the nature of the complaint the reported leg pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, filter tilting, caval thrombosis, thrombosis/embolism, filter is embedded and unable to be retrieved; although, no documented attempts to remove the filter were provided. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient had a preoperative diagnosis of left popliteal vein deep venous thrombosis (dvt) and had been anticoagulated with lovenox and coumadin. The patient presented to the hospital with gastrointestinal (gi) bleeding with severe iron deficiency anemia and thrombocytopenia. The filter was indicated due to inability to take anticoagulation. Ultrasound was used to access the right common femoral artery. Right common iliac vein venography identified the bifurcation and the washout of both renal veins. The optease temporary inferior vena cava (ivc) filter was successfully deployed below the insertion of the renal vein above the ivc bifurcation. Approximately one month and twenty-five days after the filter was implanted, the patient was stable without evidence of bleeding, and presented for removal of the filter. Ultrasound was used to access the right common femoral vein. The optease filter was snared with e-snare; however, it was noted that the patient felt it and a venography performed showed a clotted filter at its cone to the lateral wall. The surgeon decided not to retrieve the filter even though snare was used, since part of the problem was endothelialization of the filter. The recommendation was to continue anticoagulation if tolerated and to undergo a computerized tomography (CT) scan in thirty days to ensure resolution of the clot in order to make another retrieval attempt. According to the information received in the patient profile form (ppf), the patient reports tilting, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc in addition to an unsuccessful percutaneous removal procedure attempted one month and twenty-five days after the filter was implanted. The patient further reports caval thrombosis, device unable to be retrieved, leg pain, anxiety and stress related to the filter, and that a CT scan of the optease filter reported tilting of the filter. The patient became aware of these events approximately one month and twenty-five days after the filter implantation.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with caval thrombosis and thrombosis/embolism. In addition, the patient indicated that the filter was embedded and could not be retrieved; though attempts to retrieve it were not documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, filter tilting, caval thrombosis, thrombosis/embolism, filter is embedded and unable to be retrieved; although, no documented attempts to remove the filter were provided. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.